Event description:
It was reported that approx. 6 months after the implantation the lead was explanted due to intermittent loss of capture with syncope.

Manufacturer narrative:
The returned lead was extensively analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual inspection showed that the inner conductor helix was kinked between the tip electrode and the ring electrode. The analysis showed that the cause is probably excessive mechanical stress during the operation. Further inspection detected crushing in form of a 360 degree radial constriction of the lead body about 17 cm distal of the is-1 connector pin in the area of the ligature, as well as deformations of the outer conductor helix. This was probably the result of a tightly bound ligature thread. This area also showed cuts in the insulation that were most likely caused during the explantation. Blood had entered the lead at this site. The analysis did not show any further deviations that could be related to the clinical complaint. Especially the measurement values of the electrical analysis were within the technical specification. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.